Event description:
It was reported that during use on patient, cardiosave iabp was showing low helium alarm. The complaint was received from the customer to the emergency support program. No harm or injury reported to the patient.

Manufacturer narrative:
A cath lab team member changed the helium tank at bedside. Bridget explained that the helium indicators both showed low helium and there was a low helium alarm. He walked her through the process of exchanging the helium tank. Once the helium tank was changed, the indicators remained low with the low helium alarm. Bridget confirm the pump was in hybrid configuration, also had bridget place the pump in rescue configuration and then back into hybrid configuration without issue. The helium indicators remained low with the low helium alarm. Bridget removed the helium tank and reinstalled it a second time. There were no changes. He recommended they changed to a different pump and send the first pump to biomed. Bridget spoke to her provider about the situation. They decided to change to a second pump. He facetimed bridged and walked her through the process of changing over the pump. She changed over to a cs300 without issue.

Manufacturer narrative:
Another contact info: (B)(6) updated fields: b4,g3,g6,h2,h6(investigation findings, investigation conclusions),h11 it was reported through the emergency support program (esp) that during use of the cardiosave intra aortic balloon pump (iabp), a low helium alarm persisted despite helium tank replacement. Patient involvement was reported, however no patient harm or injury occurred. Troubleshooting included multiple tank replacement attempts and configuration checks, including switching between hybrid and rescue modes; however, the helium indicator remained low and the alarm persisted. As the issue could not be resolved at bedside, the user was advised to exchange the pump, and therapy was successfully continued on a replacement cs300 unit without issue.

Event description:
N/a